Event description:
Philips received a complaint from the customer reporting an oxygen sensor failure on the v60 ventilator. The device was in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
H10: the customer declined service and repair. Correction and final disposition of the device is not known. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.